Manufacturer narrative:
Sc-2218-50 sn: (B)(6). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The probable cause selected is no problem detected.

Event description:
It was reported that the patient experienced one sided coverage with gutter stimulation due leads migration. The patient underwent leads replacement procedure and was doing well postoperatively. The explanted leads were not returned. Additional information was received that one of the leads was returned.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2218-50. Serial: (B)(4). Batch: 7079979.

Event description:
It was reported that the patient experienced one sided coverage with glutter stimulation due leads migration. The patient underwent leads replacement procedure and was doing well postoperatively. The explanted leads were not returned.